Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure device curled under the serosal of the left cornu/migration') and fallopian tube perforation ('perforation/ migration') in a female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure device curled under the serosal of the left cornu". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / chronic abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), headache ("headache"), rash ("various rashes"), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, asthenia and joint swelling, back pain ("back pain"), abdominal pain upper ("right upper quadrant pain"), ovarian cyst ("right ovarian cyst / small left ovarian cyst"), gastritis ("gastritis"), flank pain ("flank pain"), dermatitis contact ("skin irritation due to nickel"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with surgery (on (B)(6) 2009 exploratory laparoscopy, lysis of adhesions, left salpingectomy, chromopertubation). Essure was removed. At the time of the report, the embedded device, fallopian tube perforation, pelvic pain, menometrorrhagia, dyspareunia, urinary tract infection, rheumatoid arthritis, abdominal pain upper, ovarian cyst, gastritis, flank pain, dermatitis contact, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the abdominal pain, headache, rash and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, autoimmune disorder, back pain, dermatitis contact, dyspareunia, embedded device, fallopian tube perforation, flank pain, gastritis, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, ovarian cyst, pelvic pain, rash, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: plaintiff uribe has suffered from these symptoms for over nine (9) years and still has right essure device surgically implanted. She required two explant surgeries to remove devices. She is scheduled for an ultrasound in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure device curled under the serosal of the left cornu/migration') and fallopian tube perforation ('perforation/ migration') in a female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure device curled under the serosal of the left cornu". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / chronic abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), headache ("headache"), rash ("various rashes"), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, asthenia and joint swelling, back pain ("back pain"), abdominal pain upper ("right upper quadrant pain"), ovarian cyst ("right ovarian cyst / small left ovarian cyst"), gastritis ("gastritis"), flank pain ("flank pain"), dermatitis contact ("skin irritation due to nickel"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with surgery (on (B)(6) 2009 exploratory laparoscopy, lysis of adhesions, left salpingectomy, chromopertubation). Essure was removed. At the time of the report, the embedded device, fallopian tube perforation, pelvic pain, menometrorrhagia, dyspareunia, urinary tract infection, rheumatoid arthritis, abdominal pain upper, ovarian cyst, gastritis, flank pain, dermatitis contact, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the abdominal pain, headache, rash and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, autoimmune disorder, back pain, dermatitis contact, dyspareunia, embedded device, fallopian tube perforation, flank pain, gastritis, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, ovarian cyst, pelvic pain, rash, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: plaintiff uribe has suffered from these symptoms for over nine (9) years and still has right essure device surgically implanted. She required two explant surgeries to remove devices. She is scheduled for an ultrasound in (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: fallopian tube perforation, migraines, abnormal bleeding, hypersensitivity and autoimmune disorder added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure device curled under the serosal of the left cornu/migration'), fallopian tube perforation ('perforation/ migration') and device breakage ('right essure-included in the container are 2 metallic wires.') In an adult female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure device curled under the serosal of the left cornu". The patient's medical history included rheumatoid arthritis, paratubal cyst, perineal pain, menses irregular with excessive bleeding, gravida ii, parity 2, left lower quadrant pain and pelvic adhesions. (B)(6) 2009: essure confirmation test: occlusion of right fallopian tube, the left essure tubal occlusive device is curled in the left mild pelvis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / chronic abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), headache ("headache"), rash ("various rashes"), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, asthenia and joint swelling, back pain ("back pain"), abdominal pain upper ("right upper quadrant pain"), ovarian cyst ("right ovarian cyst / small left ovarian cyst"), gastritis ("gastritis"), flank pain ("flank pain"), dermatitis contact ("skin irritation due to nickel"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with surgery (essure removal with salpingectomy and on (B)(6) 2009 exploratory laparoscopy, lysis of adhesions, left salpingectomy, chromopertubation). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, fallopian tube perforation, device breakage, pelvic pain, menometrorrhagia, dyspareunia, urinary tract infection, rheumatoid arthritis, abdominal pain upper, ovarian cyst, gastritis, flank pain, dermatitis contact, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the abdominal pain, headache, rash and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, autoimmune disorder, back pain, dermatitis contact, device breakage, dyspareunia, embedded device, fallopian tube perforation, flank pain, gastritis, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, ovarian cyst, pelvic pain, rash, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: plaintiff uribe has suffered from these symptoms for over nine (9) years and still has right essure device surgically implanted. She required two explant surgeries to remove devices. She is scheduled for an ultrasound in october (B)(6) 2019: specimen: a) fallopian tube, right fallopian tube and essure. B) soft tissue-left essure . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: a-received in formalin patient¿s right fallopian tube and essure is a 3 g tan gray fallopian tube with fimbriated end 62x 14x 9 mm. Sectioning reveals patent lumen. Also included in the container are 2 metallic wires. The first wire is coiled and v shaped and measures 41x 4 x2 mm.the second wire measures 188x 1x 1 mm. (As written) b-received in formalin left essure is a 7x 3x 2 mm coiled metallic wire. There is a scant amount of attached tan-pink soft tissue. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left essure device curled under the serosal of the left cornu. Lot number: 624485, manufacture date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure device curled under the serosal of the left cornu/migration'), fallopian tube perforation ('perforation/ migration') and device breakage ('right essure-included in the container are 2 metallic wires.') In an adult female patient who had essure (batch no. 624485) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure device curled under the serosal of the left cornu". The patient's medical history included rheumatoid arthritis, paratubal cyst, perineal pain, menses irregular with excessive bleeding, gravida ii, parity 2, left lower quadrant pain and pelvic adhesions. (B)(6) 2009: essure confirmation test: occlusion of right fallopian tube, the left essure tubal occlusive device is curled in the left mild pelvis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / chronic abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), headache ("headache"), rash ("various rashes"), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, asthenia and joint swelling, back pain ("back pain"), abdominal pain upper ("right upper quadrant pain"), ovarian cyst ("right ovarian cyst / small left ovarian cyst"), gastritis ("gastritis"), flank pain ("flank pain"), dermatitis contact ("skin irritation due to nickel"), migraine ("migraines"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergy symptoms/hypersensitivity") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with surgery (essure removal with salpingectomy and on (B)(6) 2009 exploratory laparoscopy, lysis of adhesions, left salpingectomy, chromopertubation). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device, fallopian tube perforation, device breakage, pelvic pain, menometrorrhagia, dyspareunia, urinary tract infection, rheumatoid arthritis, abdominal pain upper, ovarian cyst, gastritis, flank pain, dermatitis contact, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the abdominal pain, headache, rash and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, autoimmune disorder, back pain, dermatitis contact, device breakage, dyspareunia, embedded device, fallopian tube perforation, flank pain, gastritis, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, migraine, ovarian cyst, pelvic pain, rash, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: plaintiff uribe has suffered from these symptoms for over nine (9) years and still has right essure device surgically implanted. She required two explant surgeries to remove devices. She is scheduled for an ultrasound in october (B)(6) 2019: specimen: a) fallopian tube, right fallopian tube and essure b) soft tissue-left essure diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: a-received in formalin patient¿s right fallopian tube and essure is a 3 g tan gray fallopian tube with fimbriated end 62x 14x 9 mm. Sectioning reveals patent lumen. Also included in the container are 2 metallic wires. The first wire is coiled and v shaped and measures 41x 4 x2 mm.the second wire measures 188x 1x 1 mm. (As written) b-received in formalin left essure is a 7x 3x 2 mm coiled metallic wire. There is a scant amount of attached tan-pink soft tissue.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: left essure device curled under the serosal of the left cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Reporter information, patient dob, medical history, product removal date added. New event added- device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of embedded device ("left essure device curled under the serosal of the left cornu") in a female patient who had essure (batch no. 624485) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure device curled under the serosal of the left cornu". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/chronic abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), headache ("headache"), rash ("various rashes"), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, asthenia and joint swelling, back pain ("back pain"), abdominal pain upper ("right upper quadrant pain"), ovarian cyst ("right ovarian cyst/small left ovarian cyst"), gastritis ("gastritis"), flank pain ("flank pain") and dermatitis contact ("skin irritation due to nickel"). The patient was treated with surgery (on (B)(6) 2009 exploratory laparoscopy, lysis of adhesions, left salpingectomy, chromopertubation). Left essure was removed. At the time of the report, the embedded device, pelvic pain, menometrorrhagia, dyspareunia, urinary tract infection, rheumatoid arthritis, abdominal pain upper, ovarian cyst, gastritis, flank pain and dermatitis contact outcome was unknown and the abdominal pain, headache, rash and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, dermatitis contact, dyspareunia, embedded device, flank pain, gastritis, headache, menometrorrhagia, ovarian cyst, pelvic pain, rash, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: plaintiff uribe has suffered from these symptoms for over nine (9) years and still has right essure device surgically implanted. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("left essure device curled under the serosal of the left cornu") in a female patient who had essure (batch no. 624485) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left essure device curled under the serosal of the left cornu". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / chronic abdominal pain"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection"), headache ("headache"), rash ("various rashes"), rheumatoid arthritis ("rheumatoid arthritis") with arthralgia, asthenia and joint swelling, back pain ("back pain"), abdominal pain upper ("right upper quadrant pain"), ovarian cyst ("right ovarian cyst / small left ovarian cyst"), gastritis ("gastritis"), flank pain ("flank pain") and dermatitis contact ("skin irritation due to nickel"). The patient was treated with surgery (on (B)(6) 2009 exploratory laparoscopy, lysis of adhesions, left salpingectomy, chromopertubation). Essure was removed. At the time of the report, the embedded device, pelvic pain, menometrorrhagia, dyspareunia, urinary tract infection, rheumatoid arthritis, abdominal pain upper, ovarian cyst, gastritis, flank pain and dermatitis contact outcome was unknown and the abdominal pain, headache, rash and back pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, dermatitis contact, dyspareunia, embedded device, flank pain, gastritis, headache, menometrorrhagia, ovarian cyst, pelvic pain, rash, rheumatoid arthritis and urinary tract infection to be related to essure. The reporter commented: plaintiff uribe has suffered from these symptoms for over nine (9) years and still has right essure device surgically implanted. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.